Event description:
It was reported that this pacemaker had issues getting interrogated. The health care professional (hcp) successfully interrogated other devices with the programmer. It was noted that the hospital was used to having telemetry noise. Technical services (ts) advised to turn off other equipment to free the room from electromagnetic interference (emi). The device remains in use. No adverse patient effects were reported.